Event description:
It was reported that during a stent placement procedure, the stent allegedly displaced to the inferior vena cava under fluoroscopy. It was further reported that stent was displaced to the right atrium during repeated unsuccessful removal attempts. Reportedly, the patient underwent emergency cardiac foreign body removal and the stent was removed. The patient condition was reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Concomitant medical products: (expiration date: 09/2024).